Event description:
It was reported that prior to an unspecified procedure, suture placement using the preclose technique was attempted with three proglide devices in an unspecified vessel. Reportedly, a suture break occurred with the first proglide device. A second proglide was attempted but could not be flushed and no bleedback through the marker lumen was noted. A third proglide was attempted and a suture break occurred. All the sutures were removed. After the procedure was completed hemostasis was achieved using manual arterial compression. There were no reported adverse patient sequelae. The physician is reported to be in-training in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the proglide device was used in a moderately calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. It is indicated that the device is not returning for investigation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The two additional proglide devices referenced are being filed under separate medwatch MFR numbers.

Event description:
Subsequent to the initial medwatch report, additional information received indicated that arteriotomy closure of the moderately calcified common femoral artery was attempted using a proglide device with an 8f sheath after a percutaneous coronary interventional (pci) procedure. Reportedly, during suture placement there was no suture when the plunger was removed. A second proglide device was used with the same result. Hemostasis was achieved using manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.